Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again, and this guidance was acknowledged and understood.